Manufacturer narrative:
Section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported the heartmate power module alarmed for an internal battery malfunction during the test run after the batter was replaced for regular maintenance. It was noted that the battery was new and fully charged. The power module was taken out of use.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate power module having a red battery alarm was confirmed via analysis of the returned product. The heartmate power module (serial number (B)(6)) was returned and evaluated at the european distribution center. During the evaluation the unit was turned on and a red battery alarm was active, confirming the reported event. The internal battery was charged to the intended voltage, which resolved the alarm, and no further issues were reproduced. Preventative maintenance was done, and the unit passed without issue and is ready for use. No further testing was completed at this time. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate power module (serial#: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the power module and cables to prevent damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.